Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site sterile processing department that their angled open spine screw was stripped. Issue not discovered clinically. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome.

Manufacturer narrative:
The device was not returned to the manufacturer. It is believed the customer sent the device to a non-medtronic facility for repair. The customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired by a non-medtronic firm.